Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k062195.

Event description:
Reporter alleged obtaining the results of 583 mg/dl and 186 mg/dl back to back within 10 minutes on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to feelings/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions on (B)(6), 2010 and (B)(6), 2011. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining alleged high readings of '270 and 160 mg/dl' with the subject meter that began on (B)(6), 2010 at an unspecified time. The patient indicated he manages his diabetes with pills and diet/exercise. The patient denied taking any action regarding his diabetes management routine at the time of the alleged issue. At an unspecified date and time, the patient stated he felt dizzy, sweaty, and blacked out. The patient however indicated he did not seek any medical treatment for the alleged symptoms. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was correct and the patient was able to perform a quality control solution test; which fell within the specified control solution range. Replacement products were still sent to the patient. This complaint is being reported because the patient stated that he obtained inaccurate high readings on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.